Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a varix ligation procedure performed on (B)(6) 2021. During the procedure, two bands experienced the same problem while in use on the patient. Upon full rotation of the handle, the bands would not deploy, and the physician would have to attempt to turn the handle again in order to get results. Additionally, there was no difficulty experienced upon setting up the device. The procedure was completed with a third speedband superview super 7 device. There were no patient complications reported as a result of this event.